Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck. A technical support specialist was unable to launch medapp from cfnapp or cfnadmin. Also unable to connect to sql server management studio (ssms) and view dsclientoltp. Repaired windows os repaired remote support service (rss) agent and rebooted the device. Application launched successfully afterward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station was stuck on carefusion blue screen. User rebooted the station, but issue persisted. There were no adverse events or injuries reported based on this event.